Manufacturer narrative:
The actual sample was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of user facility information and reserve samples from the reported product code/lot # combination. Visual inspection upon receipt revealed no anomalies, such as a kink, along the total length. Magnifying inspection of the platinum coil segment revealed no anomaly, with no irregularity in the coil pitch. Magnifying inspection of the stainless steel coil segment revealed no anomaly, with no irregularity in the coil pitch. The outside diameter was confirmed to be normal, meeting manufacturer specifications. The retention sample was wetted sufficiently with saline solution and subjected to tactile examination. No lodging or catching feel was perceived. Review of the device history record and the product release decision control sheet of the involved product/lot# combination confirmed there was no production-related problem or discrepancy in the shipping inspection result. A review of the complaint files confirmed that the involved product/lot# combination has not been reported previously. The investigation results verified that the retention sample from the involved product code/lot# combination was the normal product with no inherent deficiency which would relate to the reported complaint. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4). Device not returned to manufacturer.

Event description:
The user facility reported guidewire breakage. Follow up communication with the user facility reported the following information: (1) the doctor was rewiring a lad that just stented when the tip of the runthrough became stuck; (2) when the doctor was trying to remove the wire from behind the stent, the tip broke off; (3) after many attempts to "jail" the tip to the vessel wall, it was determined to send the patient to surgery; (4) the original procedure was aborted once several attempts were made to cross back across the lad stent failed; (5) the wire tip remains in the vessel trapped behind the stent; (6) the patient had bypass surgery; (7) the vessel was bypassed; and (8) the patient is recovering well.

Manufacturer narrative:
As stated, this report is being submitted as follow-up # 1 for mfg. Report # 9681834-2015-00024 to provide the return sample evaluation by the manufacturing facility. During visual inspection and inspection under magnification of the returned sample, it was found that the distal segment had been fractured. The platinum coil had been fractured and missing at the distal end by approximately 30 mm in length in an un-stretched state. The core wire had been fractured and missing at the distal end. The stainless steel coil had been unraveled on the distal segment adjacent to the joint. The core wire was measured and found to be approximately 243 mm. This indicated that approximately 7 mm in length was missing from the shaft. Magnifying inspection of the stainless steel coil portion revealed no anomalies. Electron microscopic inspection of the fracture cross-section found the core wire had been diminished toward the end of the fracture. Electron microscopic inspection of the distal end of the stainless steel found the presence of solder. The stainless steel coil of this product was fixed to the core wire with solder. Reproductive testing was conducted. A factory-retained runthrough ns sample was trapped at approximate 7 mm from the distal end. In this state the sample was subjected to a pulling force in the proximal direction. As a result, the sample became damaged. The core wire got fractured at 7 mm from the distal end. The platinum coil started to get stretched and came off the joint. The stainless steel coil became unraveled at the joint. Electron microscopic inspection of the fracture cross-section of the core wire revealed that the outside diameter had been diminished toward the end of the fracture. A review of the device history record and the product release decision control sheet of the involved product/lot# combination confirmed that there were no indications of production related issues or discrepancies in the inspection/test results. A review of the complaint files confirmed that this product code/lot# combination has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information and the investigation results, it is likely that the actual guide wire was pulled in the withdrawn direction in the state of the distal segment being trapped by an object, resulting in the generation of the fractures of the core wire and of the platinum coil. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements such as the following: "manipulate the runthrough ns carefully when crossing it through a deployed stent. Stent migration, stent deformation, or breakage or separation of the runthrough ns may be caused if the runthrough ns is caught by the deployed stent." All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2015-00024 to provide the return sample evaluation by the manufacturing facility.